Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her blood glucose was 145 mg/dl when she woke up this morning and has been increasing ever since. The patient's blood glucose at the time of call was 438 mg/dl. The customer claimed that she did not feel any symptoms of high blood glucose. She had been treating her blood glucose with manual insulin injections. Troubleshooting was initiated to inspect the pump and its corresponding treatment components. The drive support cap was normal. There were no air bubbles or leaks in the reservoir or tubing. The customer seemed to believe that the pump was working as designed. However, she noticed that she had a bruise near her last infusion set site; the bruise was not puffy, but discolored. She has been diabetic for 60 years and has accumulated a substantial amount of scar tissue. The infusion set was removed and the cannula was not bent. No products were returned and two courtesy infusion sets were shipped to the customer to try out.